Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine & found blood inside the machine where the safety disk, crm & blood detect tubing are found contaminated with the blood. The fse replaced the blood detect tubing , safety disk & crm. Performed all tests. All tests passed. Machine is working ok. Equipment handover to customer in good working condition.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) blood observe in tubing. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.